Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 186 mg/dl at the time of the incident. The customer's mother stated that they treated the customer's high blood glucose with IV fluids. The customer's mother also reported that the customer had a migraine. The time of the hospitalization was 12pm and the date of the hospitalization was (B)(6) 2015. The customer's mother stated that the diabetic ketoacidosis was caused by a bent cannula. The customer's mother declined to troubleshoot. The insulin pump will not be returned for analysis.